Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered symptoms and damage to her body including but not limited to pain and discomfort in her thigh, groin and hip-joint, metallosis damaging the bone and tissue surrounding the implant, a lack of mobility, and chromium and cobalt metal toxicity. Patient is a resident of maryland.